Event description:
A malfunction code labeled malf 12 was reported, and it did not result in the customer's blood glucose level exceeding 500 mg/dl. The customer contacted technical support, which offered assistance in resetting the pump, ensuring the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code appears again, an instruction that was understood and acknowledged by the caller.